Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leak of the biopsy channel was due to defects in the tube. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the insertion tube on his olympus evis exera ii gastrointestinal videoscope was found stiff and failed the leak test during reprocessing. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was partially confirmed. The forceps passage was compromised and caused a leak in the channel. The plastic cover had deformations present. The control body had minor scratching present and the distal end adhesive was cracked. If additional information becomes available following the device evaluation, a supplemental report will be filed.